Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok/enter buttons were under responsive to user presses. It was also noted that there was moisture located in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2015 with the following findings: during investigation, the keypad cover was observed to be torn at the down arrow button. The down arrow key was unresponsive. The down button contact was also found to be inverted and would not spring back when pressed. The returned battery cap threads were observed to be damaged but were able to be secured to complete testing. There was moisture observed under the down button contact. A leak test was performed and failed indicating a battery compartment leak. The battery compartment was found to be cracked.